Manufacturer narrative:
The pump was not returned to animas. The patient's low blood glucose levels may be caused by the patient administering bolus doses inadvertently or without being aware of doses. The animas customer support representative advised the patient and his wife to try locking the pump or reducing bolus dose limits if bolus doses are given incorrectly. Animas followed up with the patient and his wife on (B)(6) and they said the patient has not had further issues with blood glucose levels.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history indicated that the daily insulin delivery totals were inconsistent due to a time and date issue. Multiple time and date changes were noted in pump history. No data was found in the black box or download history from time of reported event due to continued patient use. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. The pump was exercised for 24 hours; the battery was removed for 6 hours. Unrelated to the complaint, the time and date defaulted to factory settings. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
The patient was reportedly admitted to a hospital on (B)(6) with a blood glucose level of 17 mg/dl and on (B)(6) with a blood glucose level of 21 mg/dl. The patient was reportedly treated with glucagon both times at the hospital. The patient's wife reportedly handles pump therapy since the patient has multiple medical issues, including being legally blind. The patient occasionally programs normal boluses and states that this is the only screen he can see but also says he counts button presses to program the doses. The patient's wife states she recently changed the patient's 12 am setting to 1.4 units per hour from 1.2 units per hour since the patient woke up with elevated blood glucose levels a couple of mornings. There was no change in the patient's carbohydrate intake before going to bed and the reporter denied any prolonged activity. The bolus history shows bolus doses prior to both hospitalizations. On (B)(6), there were doses of 11.3 units at 8:19 am and 10.4 units at 9:55 am. The patient's wife was not home at the time of the bolus doses and came home shortly after called 911. On (B)(6), the history reveals doses of 3.2 units at 1:47 am and 4.1 units at 12:48 am. The patient's wife says that bolus doses for those amounts at those times are highly unusual and denies programming them. On most other days, the total daily bolus doses ranged from 0 units to 2.35 units. The patient's wife states she sometimes catches the patient programming bolus doses because he "feels high" and stops him to have him test his blood glucose levels. The patient recently gained (B)(6).